Event description:
It was reported that the surgeons experienced a mis-measure with the depth gauge. The pt was unharmed and the procedure was completed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk therefore review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.